Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date was unavailable. This device was returned for maintenance; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during equipment maintenance, it was observed that the compact air drive device ran on its own and the soft mode was defective. The device also failed pre-tests for check function of soft mode switch (safety system). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.